Event description:
A physician reported a pt who was originally skin tested on 8/30/99 in the right forearm. On 9/10/99, a second skin test was administered in the same forearm. Both tests were considered negative. In 1999, the pt was treated in the nasolabial folds and the vertical lip line treated sites. The pt was traveling and could not come in to be seen. On 11/10/99, the pt presented with bumps and firmness at both treatment sites and both test sites. The physician administered intralesional kenalog at the sites and prescribed topical cloderm cream. The pt called on 11/15/99 to report relief of her symptoms. The physician diagnosed hypersensitivity.